Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify reprogram alarm and external flash crc error alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to successfully clear the alarm. Customer performed the self test and the test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.